Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Stroke/neurological dysfunction and infection are known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. With a review of the available information there is no evidence of device malfunctions or performance issues of the device that would impact the reported event. Coagulopathies leading to intracranial hemorrhage may be caused by changes in viscosity of blood due to sepsis/infection, overuse of anticoagulant therapy, and uncontrolled blood pressure. Patient's with certain risk-factors such as, smoking, cardiovascular disease, previous stroke history, and hypertension may also have an increased likelihood of stroke occurrence. Clinical factors that may have contributed to the reported event may be related to the patient's supratherapeautic inr and the patient's past history of stroke. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the mechanical circulatory support (mcs) coordinator that this patient was admitted to the hospital on (B)(6) 2016 from home after the wife reported that he was too ill to make it to clinic. Upon admission the patient was found to have a right foot and left knee fracture, and supratherapeutic international normalized ratio (inr). CT head scan results confirmed subarachnoid hemorrhage without new neurological deficit. The patient had previously suffered from left hemivisual field deficit from previous infarct. Doctors discharge note: "due to frequent falling, he had an evaluation for neurologic processes that may be contributory. An early head CT demonstrated an evolving subacute pca infarct which was thought to be potentially contributory. His exam had demonstrated a left upper quadrant visual field cut, consistent with a right pca territory infarct. As the chronicity of this lesion was unknown, a head CT was repeated on day #3 which showed a punctate area of hemorrhagic conversion within the prior area of infarct and new small foci of subarachnoid hemorrhage. Given their size and the risk of anticoagulation reversal due to presence of lvad, he was monitored expectantly. Serial imaging demonstrated resolution of the subarachnoid blood and no new hemorrhagic foci. Because of the multiple foci of bleeding, there was clinical concern for a cardioembolic process, specifically endocarditis with septic emboli. Tte imaging did not demonstrate valve thrombus, but blood cultures did demonstrate strep bovis bacteremia (somewhat unexpectedly). ID was consulted and the patient was placed on ceftriaxone after cultures showed sensitivity. A colonoscopy was performed due to the strong association between this organism and colonic malignancy, though only a moderate sized tubular adenoma and two small sessile polyps were discovered. A CT of the chest abdomen and pelvis did not demonstrate any other focus of infection. The patient was eventually transitioned to oral amoxicillin with plan for lifelong suppressive therapy." Patient was stated to have been discharged to skilled nursing facility on (B)(6) 2016. It was further noted that the medical team did not believe the reported event was related to the device. No additional information available.